Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that a patient underwent a pocket revision due to pain and discomfort at the ipg site, as the ipg was located near the surface of the skin. The patient's symptoms were irritation, redness and hot at the ipg location. The patient was involved in a car accident (not device related) and since the accident; the patient has been experiencing these symptoms. The physician prescribed a lidoderm patch and injections for the pain. Upon follow up, the physician chose to revise the ipg location to a more comfortable location. Nothing was implanted or explanted and the patient is reportedly doing well.